Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. It was reported by the user facility that while using a non-lumenis fiber, the physician stopped the case because of a burning smell coming from the fiber. The or tech removed the fiber from the system and got her hands burnt from the metal connector. The severity of the burn was minor with a localized treatment. The physician elected to complete the procedure with an alternate device. No report of patient injury was received, and the event did not cause or contribute to any change in the patient's condition. The fiber was disposed of by staff, therefore no additional investigation on the fiber is possible. The user facility have been using a 3rd party service for all services and they did the last pm on this system. They asked lumenis to do the inspection in order to re-certify the system. A lumenis service engineer visited the site six (6) days after the event. The engineer checked alignment and found near field off in on all four channels. Performed near and far field alignment. Checked alignment out of fiber port and cleaned fiber port optic. Checked mode on all four channels, checked energy and performed energy calibration. Fired laser at different settings up to 100 watts to verify operation. The laser was found to have met all manufacturer's specifications and was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 20-dec-2016 and installed at the customers site on (B)(6) 2017. According to the report, during a procedure, a user went to remove the fiber and burn their fingers. No report of patient injury or complications was received. It is likely that the event was the result of handling the fiber before letting it to cool enough. All lumenis fibers are bonded into the metal ferrule. Because there is a layer of glue between the fiber and the metal ferrule, any failure of the fiber in the connector or misalignment of the laser beam will first of all cause the glue to be burned. This in turn will cause the blast shield to fail with very obvious noise, smell and performance loss. Furthermore, the glue burning occurs very fast, in a couple of seconds. The time constant of the connector thermal response is about 100 seconds. Therefore, the connector heating before the glue burning is negligible, and it is highly unlikely to be burned by it. Lumenis is not the manufacturer of the fiber whose fiber connector was reported to have burned a user in this event and resulting in injury. The manufacturer of the fiber has been made aware of the fiber issue. In this case an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. The user facility does not have a lumenis service contract, they are using a 3rd party service which is not authorized by lumenis. According to the gso expert, the root cause was a misalignment of all four channels. The service of the system including the last pm was done by a 3rd party and the optical bench misalignment was supposed to be discovered during their last pm therefore it is likely that a maintenance deficiency is the cause for this event. Lumenis is closing this complaint, but will continue to monitor this failure; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 100h and non-lumenis fiber were being utilized, the physician stopped the case because of a burning smell. The or tech removed the fiber from the system and got her hands burnt from the metal connector at the laser fiber connection. The severity of the burn was minor with a localized treatment. The physician elected to complete the procedure with an alternate device. No report of patient injury was received, and the event did not cause or contribute to any change in the patient's condition.